Event description:
A home pt's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1/10 of their automated peritoneal dialysis therapy. Per initial report, the customer had erroneously connected a supply bag to the final line of the homechoice set. After noting this the customer disconnected the supply bag from the final line and reconnected the supply bag to the appropriate supply line. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per family member of home pt.